Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell he said a few weeks ago and his ins was loose in the pocket. He has turned his device off and his pain in his upper extremities have returned. The doctor saw him today in clinic and took x -rays to confirm placement of leads. All looks good. Patient had x-rays. He wanted to give it a couple weeks and see if his generator pain got better, he was going to turn his device back on when he got back home. The issue was reported to be resolved at this time.